Event description:
A company representative contacted baxter (B)(4) regarding damage to a minicap transfer set. The representative stated there was cracks on the transfer set near the connection region. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root casue could be determined. A visual inspection was performed with chipping/flaking of light blue body noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.